Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, a prograsp forceps was being used right at the beginning of the procedure. The surgeon saw a piece of metal fragment in the female patient. The surgeon picked up and removed the instrument and found that it was a fragment from the instrument. They were able to retrieve the fragment (suspected to be a pin) and saved it in a specimen container to be sent for evaluation in conjunction with the instrument itself. The fragment was retrieved from the patient successfully. The customer was hospitalized at the time, but it was confirmed that it was unrelated to the procedure or complications from this event. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. There was no physical damage or missing components. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation. The instrument was fully functional. No product issue was found.